Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent unidentified alarms occurred. Customer changed the infusion set and alarm was resolved. Insulin delivery was resumed. Customer reported blood glucose level was within range.